Event description:
It was reported that there was break, kink and migrated/dislodged catheter issue. The location of the catheter issue was unknown. It was noted that the patient fell a couple weeks ago and had been having increased pain since then. The patient had a refill a few days prior to report and they reported a volume discrepancy. The actual residual volume (arv) was 8ml and the expected residual volume (erv) was 3ml. It was noted that a dye study was planned for 2014 (B)(6). Symptoms associated with the event were underdose symptoms and less than 50% therapy relief. It was unknown what the pump was infusing. Additional information received reported that the patient was seen by physician on 2014 (B)(6) and the patient would be scheduled for a catheter revision. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information later indicated that on (B)(4) 2014, the entire system was replaced. The patient had experienced tremors and sweating. The device system was used to deliver dilaudid.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2004 (B)(6); product type catheter product ID 85 90-1, lot# n314534, implanted: 2012 (B)(6); product type accessory. (B)(4).